Event description:
Hubble contact lenses do not provide an exact prescription. I had been using hubble daily contact lenses for several months and noticed my vision becoming blurry. I thought perhaps my prescription had changed but decided to put in a pair of my acuvue brand and all of the sudden I could see again. I tried another pair of the hubble and the same thing happened - blurry vision. Since it's a monthly subscription they had just sent another months worth. I contacted hubble to cancel my subscription and to inform them of the issues. I also wanted a refund on the latest shipment that was unopened and unused. They would not allow a return and also ignored my concerns with the quality of their product. I went to see my ophthalmologist and he told me that hubble never contacted them to verify my prescription. They have no way of measuring my eye for fitting the lenses, etc. Had I kept using these contacts I could have damaged my eyesight due to constantly straining to see clearly. Strength: -3.25% percent. Frequency: daily; how was it taken or used: ophthalmic; date the person first started taking or using the product: (B)(6) 2017. Date the person stopped taking or using the product: (B)(6) 2018.